Event description:
It was reported that the device lost power while attempting to charge the device to defibrillate a pt in ventricular fibrillation. The device was turned back on and the user successfully delivered a 325 joules shock. There were no adverse effects to the pt due to the device problem. There was no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed a power los failure once. Howe, the device was turned back on within 15 minutes and physio was unable to duplicate the issue during further testing. Physio confirmed proper device operation through functional and performance testing and returned it to the customer for use. A conclusive cause of the intermittent power loss could not be determined.